Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device will not power on. A device was returned to a third-party service center. During the evaluation of the device, they found out that some burned components are found in the pca for that reason the device does not turn on. The device was not repaired due to customer request. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.